Event description:
The hospital reported that during a routine check in cpd, the bom 7mm extended length endoscope was broken and would not work. The serial number provided dates back prior to 2008. There was no pt involvement. The device is not returning.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's all events are tracked and trended to determine whether or not any trends develop. (B)(4).